Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up. There were stored episodes of high ventricular rate stored due to lead noise. The noise was not reproducible with provocative movements. Lead measurements were stable and in-range. No programming changes were made. The patient is stable and will be monitored with routine follow-up.